Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis found no fault or malfunction with the mainframe. Analysis of the patient interface found that there was no stim response due to broken fuse in channel one. The fuse was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the nerve monitoring device had no stimulation response during operation. There was no patient impact.